Event description:
Information received from the field does not address the patient's clinical status but notes that after surgical intervention for lead replacement, and after the pocket was closed, a loss of atrial capture and sensing was obsserved.